Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the home screen does not appear on the display after being exposed to moisture. The customer stated there was fluid on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.